Event description:
Information received indicates the brake is not holding.

Manufacturer narrative:
The technician isolated the issue to worn locking mechanisms on the casters. He replaced the four casters to repair the stretcher.